Event description:
Removal of dental implant for non-osseointegration. The clinician reported implant was placed in lower left jaw area with d3 thin cortical bone in 2006. The implant was removed one month later. The clinician identified the reason of removal as failure-to-osseointegrate related to peri-implaintits, patient poor oral hygien and patient health.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted.